Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion/tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a pericardial effusion/tamponade was noted, resulting in a pericardiocentesis. Post transseptal puncture, the non-abbott catheter (qdot) was advanced into the pericardial space. There was restricted movement, so the catheter removed. A pericardiocentesis was performed and the procedure was abandoned. The patient was transferred to the ICU for monitoring. The physician alleges the transseptal puncture needle to be the cause.